Event description:
Spouse of home patient reports patient line of homechoice set disconnected from transfer set during homechoice treatment resulting in the system error 2240 alarm. Spouse reports they believe that they did not connect patient properly that evening. Spouse reports baxter technician assisted home patient in ending treatment for evening. Spouse reports following day patient went to the unit and was given a manual exchange and treated with prophylactic antibiotics, with no resulting patient injury.